Event description:
It was reported that after removal of the protective sheath from the first 3.5x15 mm trek balloon catheter (lot # 21102g1) by the tech, it appeared that the balloon had separated from the catheter inside the sheath. It is unclear if any resistance was felt during removal of the sheath from the catheter. The device could not be used on the patient. A second 3.5x15 mm trek balloon catheter (lot # 2081561) was selected for use; however, the protective sheath on this device could not be removed at all by the tech. The device was handed to the physician who also could not remove the sheath. Saline was poured in and around the sheath and the sheath still could not be removed. The device could not be used on the patient. Another 3.5x15 mm trek balloon was used successfully to complete the case. The morning after the procedure, the protective sheath was able to be removed from the balloon without issue. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the balloon sheath was not able to be confirmed as the returned device was not returned in a condition in which the test could be confirmed. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions. The additional trek device referenced has been filed under a separate medwatch report #.